Event description:
A falsely elevated total prostrate specific antigen (tpsa) result of 0.16 ng/ml was obtained on a pt sample. The result was reported to the physician. The physician questioned the result. A subsequent draw on the same pt was 0.25 ng/ml. Again, the physician questioned the result. The pt was sent to another hospital, and testing using an alternate methodology obtained a negative tpsa result. It is unk if pt treatment was prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated tpsa results.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of a similar device from the same lot showed imprecision that may cause falsely elevated results. Elevations up to 0.2 ng/ml (ug/l) have been confirmed by internal testing at concentrations between 0.00 and 0.3 ng/ml (ug/l), which have potential impact on the monitoring of post-prostatectomy pts. The affected lot demonstrates sporadic variability in recovery of calibrator and quality control (qc), therefore, this issue may not be readily detected upon calibration or during routine processing of qc. Customers have been instructed to discontinue use of this lot.